Event description:
It was reported to boston scientific corporation that a resolution clip device was used for a post polypectomy procedure, performed on (B)(6), 2012. According to the complainant, during the procedure, they placed and deployed the clip onto the tissue however, there was difficulty getting the clip to release from the catheter. The clip was "wiggled and pulled" off the tissue. Reportedly, the scope was in a retrograde position. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.